Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient just had the rechargeable device implanted and they've been trying to charge but it seemed to be sensitive and only got 2-4 boxes to fill up. The patient said it took 4 hours to charge their implant a quarter of the way more. The patient noted that the discs would help the coupling change. Patient was able to get 6 boxes but it kept changing. The patient hasn't had any energy since the surgery. They have tried charging over light clothing and had tried turning the antenna dial. There wasn't any swelling or bandages present but there was glue. No further information was provided as a result of this event.